Event description:
It was reported that patient underwent a revision knee arthroplasty on (B)(6) 2012. During the procedure, there was a fracture of the tibial plateau while the surgeon was reaming. The tibia was repaired using some fixation screws, and the procedure was completed using the same instrumentation.

Manufacturer narrative:
This medwatch is being filed to report the event. No allegation against biomet products was made. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Evaluation of the returned component found it to meet specification and to function as intended. The issue noted during the procedure appears to be related to the patient's bone quality.